Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead displayed noise and oversensing without pacing inhibition. The patient was later seen for a revision procedure where the lead and device were explanted. The products are not expected to be returned.